Manufacturer narrative:
The sales associate reported the surgeon was trained for the third time with the demo case. The surgeon performed his third case on (B)(6) 2017, all went great and the surgeon and the sales representative are confident that he can now use the product safely. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during the surgeons second use of the system while performing a CABG (coronary artery bypass grafting) sternotomy, he had a repeat of the same issue he experienced during his first use of the system. While approximating the bands at 3rd and 5th intercostal space retained their integrity but the band on the manubrium has snapped due to excessive twisting on band. The second sterile pack was opened and used to close the sternum. There was no patient injury or delay reported.